Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "scope communication error b30" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blackout and bending rubber is crystallized. A root cause could not be identified. Based on the results of the investigation, the most probable cause of blackout is traced to component failure and for bending rubber is crystallized is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error code b30. The issue was identified during inspection, prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.